Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome button stuck. No patient contact / injury or surgery delay reported.

Manufacturer narrative:
Integra has completed their internal investigation on june 9, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; hand piece s-949 received with a guard. The hand piece failed function test during evaluation. Reason for return was confirmed, thumb switch is stuck will not move. Hand piece failure due to complete internal assembly failure, all assemblies have non-OEM parts installed indicating unauthorized repair. Last repair at (B)(4) is (B)(6) 2014. Along with non-OEM parts many of the assemblies have failed due to wear. The thumb switch was stuck due to corrosion. The head assembly was found out of tolerance on the cap side (-0.0037), with the bushing side measuring at -0.0027. The head calibration would likely cause graft issues. Non-OEM parts include dowel pins, o-rings, hardware, and shim. Oscillating pin was scratched and grooved. All internal assemblies must be replaced, pm service, deep cleaning and head calibration is needed for repair. DHR review; no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Last serviced on (B)(6) 2014. Complaints history; a two year look-back for this reported failure and or related to "on/off button stuck/stick/sticking" for this product family shows that 7 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: reason for return confirmed, this unit was last repaired in (B)(6) 2014 but now has non-OEM parts installed on every assembly. Corrosion has seized the thumb switch and the head calibration is out of tolerance. Failure due to excessive time since last pm service and non-OEM parts used during a unauthorized repair.